Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure placement difficulty and dislodgement were noted. The lead was ultimately fixed, however it was noted the following day the lead had dislodged again. Attempts were made to revise the lead, however it was explanted and the reprogrammed. No patient complications have been reported as a result of this event.